Event description:
It was reported that the t:slim x2 pump battery would not charge, and the customer faced a power source alert, specifically alert 07, during the initial incident. There was no adverse impact to the customer's blood glucose level as the pump did not shut down nor became unresponsive. The customer, under guidance from technical support, plugged the wall adapter into a known working outlet for at least 30 minutes, which resolved the issue, and the pump began charging using original supplies. No further assistance was required, and the case was concluded.